Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had impedance issues. Impedances were high, greater than 2000 ohms. There were also high pacing thresholds. This lead was capped.